Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at night. Customer did not remember blood glucose reading at the time of hospitalization. Customer was hospitalized because of diabetic ketoacidosis. Customer dehydrated with headache. Customer was ok to troubleshoot for hospitalization. Customer was admitted in emergency room. Customer blood glucose was over 400 mg/dl. Customer states meter reads 600 mg/dl blood glucose level. The hospital name was (B)(6) medical center. (B)(6) reported the hospitalization. The hospital phone number was (B)(6). Customer was sleeping the whole day and woke up feeling sick, nauseous and dizzy. Customer states high blood glucose reading started a month ago. Customer was wearing the insulin pump during hospitalization. Customer was released since the high blood glucose reading reduced. Customer changed infusion set on (B)(6) 2017. Customer did not do high pressure test. Customer declined to check their settings. Customer states the infusion set cannula was bent. Products will not be returning for analysis.